Event description:
It was reported that an external fluid leak was observed from three (3) u9000 ultrafilter units. The leaks were discovered during use of the devices. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: product lot: 1-1804-h-01, e1. E1: initial reporter first name: e1: initial reporter last name: e1: initial reporter facility name: h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During inspection of the provided photo, water droplets were observed on three (3) units with visible product label and lot information. The lot was past the product expiration date. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.